Event description:
A malfunction on the pump was reported by the customer. Blood glucose levels did not exceed 500 mg/dl, indicating they were within a safe range. Technical support assisted the customer in resetting the pump, as the malfunction code was resettable. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump. The customer was also instructed to call back if the malfunction code appeared again, which they acknowledged.